Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No problem was detected. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during pre-test, the cuff inflated asymmetrically. No patient injury was reported.